Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. No damage was noted to the isolation tape. No unexpected battery alarm was noted. The buttons functioned properly. However, corroded keypad traces were noted. No frozen display was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched case, cracked case at the reservoir tube window corner, shifted end cap sticker and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump display went blank. The customer did not recall the blood glucose reading. The customer reported no signs of physical damage and stated that the insulin pump had not been dropped, bumped or exposed to moisture. The customer reported that the contacts on the battery cap were not missing or damaged and that the battery compartment was not damaged or corroded. The customer was advised to insert a new battery and stated that the display returned. The insulin pump alarmed for a battery out limit alarm after changing the battery and was advised that it was normal insulin pump behavior. The customer also reported that the buttons had become unresponsive earlier in the day. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.